Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No interprocessor communication error , the hardware rtc date and time disagrees with the software maintained date and time or the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal or bolus , fill tubing or fill cannula noted. Hardware low level failures confirmed in the pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received multiple pump error alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.